Manufacturer narrative:
Device codes: 2017 labeled internal file number: (B)(4). Device code 2017- failure to follow steps/instructions was added to capture the repeated attempts to depress the plunger. The device was not returned for analysis. It should be noted that the proglide instructions for use states: when pushing the plunger assembly to advance the needles, stabilize the device to ensure the device does not twist or move forward during deployment. Twisting the device could lead to needle deflection resulting in a cuff miss. Do not use excessive force or repeatedly push the plunger assembly. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of the device being returned for analysis a conclusive cause for the reported difficulties could not be determined. Failure to deploy the plunger and needle to cuff miss can be influenced by numerous factors including, but not limited to, manufacturing, needle deflection during plunger deployment due to interaction with patient anatomy (human tissue) or failure to maintain a stable position of the device with respect to the tissue tract. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to an interventional aortic valvuloplasty procedure. Reportedly, after foot deployment, the proglide device was retracted until obtaining contact resistance with the vascular wall. The plunger was depressed until it touched the body of the proglide device but had a retraction of about 5mm to 10 mm. The plunger was depressed again with the same result. When the plunger was removed, the suture threads did not come out. The lever was returned to its original position and the foot was parked. The proglide device was removed and the was knot was observed in the proglide device. The suture of two new proglide devices were successfully pre-placed. The sheath was upsized to a 12f and the unspecified procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures of two proglide devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.